Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 803:20. The root cause was determined to be corrosion on the user interface module/pump head module communication harness and printed circuit board on channel c pump head module. The user interface module/pump head module communication harness was replaced to repair the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the originally reported occurrence date of (B)(6) 2010.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 803:20 in the intensive care unit. It is unknown when or at what point in the process the condition occurred. Review of the device event history determined that this condition interrupted delivery. The was no patient involvement. The software version of this device is unknown. No additional information is available.